Event description:
It was reported that the patient experienced a syncopal episode. The right ventricular lead exhibited noise, high impedance and unacceptable threshold. The lead was capped and replaced. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.